Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: synthes employee. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, after tapping with a 7.0 tap, the customer placed an 8.0 viper fenestrated screw. As he was nearing the end of insertion the screwdriver tip snapped off and remained in the screw shank interface. After several unsuccessful attempts to remove the broken tip, other removal strategies were unsuccessfully used to remove the entire implant. Ultimately the surgeon chose to cut the head off the screw and leave the remaining screw shank in the patient. Procedure was successfully completed. There was a surgical delay of 60 minutes. Patient outcome is unknown. This is report 02 of 02 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Code 3191 used to capture surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.